Manufacturer narrative:
(B)(4). The device was not returned and the lot number of the device was unknown; therefore, a sample analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis, coincident with automated peritoneal dialysis therapy. The patient was hospitalized for the event. The cause of the peritonitis was unknown. Treatment for the peritonitis event was not reported. On an unreported date, physioneal therapy was discontinued, but extraneal therapy was reported to be ongoing. On an unreported date after hospitalization, the patient was transferred to continuous ambulatory peritoneal dialysis (capd) therapy and dianeal therapy was added to the extraneal therapy. On an unreported date, the patient was discharged from the hospital. The patient was recovering from the peritonitis event. No additional information is available.